Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system onsite and found that the host pc drive bay was not powering on. After reviewing the log, it found host pc malfunction. During testing, the fse tried hospital power on the pc. Initially, the drive bay was inactive but later powered up. To resolve the problem, the host pc was replaced due to intermittent drive bay issues and return the part for further analysis, but no failure found. After the replacement of host pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.